Manufacturer narrative:
Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 16-dec-2020, UDI#: (B)(4). Report source: foreign: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a distributor via a manufacturer representative regarding a patient implanted with a neurostimulator. It was reported that there was a burn sensation in the neurostimulator battery's pocket associated with pain. The battery was working normally and in (B)(6) of 2018 this started. The distributor's technician evaluated and could not conclude the reason for the burning in the pocket. According to data obtained with the physician programmer, there was no problem with the integrity of the system. It was noted that there was no relationship between the issue and the patient's medical history. After some tests and medical follow-up, the physician decided to explant the entire system and replace with another one. The issue was resolved and the patient was alive with no injury. The issue occurred during normal use.

Manufacturer narrative:
Due to the reported complaint, a heat test of the ins was performed to determine if the ins generated any heat while recharging. {a heat test was performed with the explanted ins and control device; no anomalies were observed.} { for heat testing results and process see the an_heattest report and an_heattest process, located in the attachments.} due to the reported complaint, a test to monitor the temperature of the ins was performed. {a heat test was performed with the explanted ins and control device (the control being set to the same or similar parameters as the returned ins); no anomalies were observed.} {for heat testing results and process see the an_heattest report and an_heattest process, located in the attachments.} product ID: 39565-65, lot# 0212711372, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.